Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The visual inspection noted that the distal end of the coil was protruding from the distal end of the catheter. Resistance was experienced removing the coil from the catheter. On removal, the coil was inspected and found to be severely stretched and kinked at the proximal end. Dried blood was present. Apex and base zap tip shape and surface were smooth. The dimensions of the coil that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as insufficient flush was maintained during the procedure. The dfu states that ¿in order to reduce the risk of complications, a continuous flow of appropriate flush solution should be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device. Continuous flushing also reduces retrograde flow of blood into the microcatheter during coil delivery and reduces the potential for contrast crystal formation and/or clotting on both the guidewire and inside the microcatheter lumen.¿ (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05222. It was reported that the coil pierced through the catheter. The >1cm target lesion was located in the splenic artery. A 130/20 renegade¿ stc 18 was advanced to the connection of the iliac artery and abdominal artery towards the target lesion for embolization. During the procedure, intermittent flushing was performed and an unspecified coil was deployed successfully. The physician then advanced an 8mm/12mm complex helical - 18 coil to the catheter; however, it was noted that the coil was stuck inside the catheter when crossing the bent (natural angle) near the connection of iliac artery and abdominal aorta. The physician removed the catheter and coil as a unit and noted that the catheter was pierced by the coil. Some parts of the coil were outside the catheter through the hole and some were contained inside the catheter. The physician indicated that the "catheter was pierced by the coil" when the coil was tried to be repositioned. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05222. It was reported that the coil pierced through the catheter. The >1cm target lesion was located in the splenic artery. A 130/20 renegade stc 18 was advanced to the connection of the iliac artery and abdominal artery towards the target lesion for embolization. During the procedure, intermittent flushing was performed and an unspecified coil was deployed successfully. The physician then advanced an 8mm/12mm complex helical - 18 coil to the catheter; however, it was noted that the coil was stuck inside the catheter when crossing the bent (natural angle) near the connection of iliac artery and abdominal aorta. The physician removed the catheter and coil as a unit and noted that the catheter was pierced by the coil. Some parts of the coil were outside the catheter through the hole and some were contained inside the catheter. The physician indicated that the "catheter was pierced by the coil" when the coil was tried to be repositioned. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.